Event description:
The customer obtained potentially false negative hbsag results for two patients samples. A false negative hbsag result could present a risk to public health. There was no report of patient harm as a result of this event.